Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited high pacing thresholds, loss of capture (loc) and low amplitude. A fluoroscopy was performed, which confirmed the lead dislodged. A lead revision was then performed in which the physician decided to explant and replace this lead. No additional adverse patient effects were reported.